Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/may/2024.

Event description:
Healthcare professional reported a left side capsular contracture baker grade I and exchange due to concern with the product. Later healthcare professional reported rupture discovered during surgery. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade I and exchange due to concern with the product. Later healthcare professional reported rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
Continued: a.4. Weight: 139.8 lbs. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade I and exchange due to concern with the product. Later healthcare professional reported rupture discovered during surgery. Device has been explanted.